Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 17.91mm x 4.85 mm was found to be broken off. The broken piece was returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The instrument was found to have a broken conductor wire from the grip tip. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The complaint was confirmed by failure analysis. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing "off-label" surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument was broken during surgery. The procedure was completed with no reported injury.